Manufacturer narrative:
Batch review performed on 25 may 2021: lot 189969: (B)(4) items manufactured and released on 02-april-2019. Expiration date: 2024-03-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Clinical evaluation performed by medacta medical affairs director: 2 years after primary cementless tha the stem is painful and gets replaced. The patient shows very narrow femoral canal with thick cortex; apparently, the stem found distal-only fixation and the proximal femor was completely shielded by the loads, which created the proximal radiolucent lines and probably gave way to stem micromotion and hence pain. We do not see evidence of a defect in the devices used.

Event description:
Revision surgery performed 1 year 10 months after the primary due to potted stem. The surgeon successfully revised stem, head and liner.